Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings and low battery alert. The customer's blood glucose value was 600+ mg/dl. The customer treated with the pump. The customer had symptoms such as nausea. The customer stated that the pump fell out of her pants pocket. The product was not returned for analysis.